Manufacturer narrative:
The customer reported that the tracemastervue order search pull the wrong pt from tc50. When the user tried to pull pt a from tc50, the worklist appeared as pt b. There was no reported adverse pt impact. Philips worked with the customer to collect more data and to better understand the problem. This customer was found to be using a non supported barcode reader. Philips concluded that the problem was caused by the use of a non philips barcode read. As of (B) (4) 2010 the problem had not reoccurred.

Event description:
The customer reported that the tracemastervue order search pull the wrong pt from tc50. When the user tried to pull pt a from tc50, the worklist appeared as pt b. There was no reported adverse pt impact.